Manufacturer narrative:
The company representative was able to replicate the reported ¿system message issue.¿ the nonconforming footswitch was replaced to address the issue. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported issue is attributed to the nonconforming footswitch. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during cataract surgery, after the nucleus was divided into two parts, an ophthalmic footswitch exhibited system message and became unusable. Surgery was completed, although it took about 90 minutes. There was still hyaluronic acid remaining and the intraocular pressure was high after the operation. Patient's vision had worsened from 20/32 (0.6) before the operation to 20/2000 (0.01). Current condition of patient is resolved.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.